Event description:
I had the procedures done for the essure contraceptive. Within a few months I had to have a laparoscopy to remove scar tissue. This tissue was causing severe pain. Within a few months after that I had to have a full hysterectomy at (B)(6). The scar tissue had grown back and fused my insides together and were on the verge of tearing my bowels.